Event description:
Customer called to report that clenz (cleaner) was leaking inside the diluter of the coulter hmx analyzer with autoloader. Customer stated that no one was harmed by or exposed to the leak, and that patient samples and results were not affected. No death or injury occurred as a result of this event and there was no change to patient treatment. On (B)(6) 2011, the field service engineer (fse) inspected the instrument and found that the I-beam tubing had come loose from the fitting at pv43. Pv43 carries blood, diluent, cbc lyse and clenz. The fse was called out a second time on (B)(6) 2011 and determined that the source of this leak was that the tubing that had popped off came from cv6 of the vc2 chamber. The vc2 tubing carries diluent to the sweep flow canister and is not considered a biohazard. The root cause of the leak was due to the loose tubing that came off pv43.

Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).